Manufacturer narrative:
Additional information: according to the information received the electrode extruded through the surgical scar and got broken, which explains the hi channels observed during in situ measurements. Further the recipient had edema and pain at the surgical site. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. No further information has been received.

Event description:
The user reports that since receiving the device, she only used the external component for two weeks and has not used her device since then. The user states that the implant area began bleeding two months ago, noting that a cable came out and broke. She currently reports ongoing bleeding and discharge in the scar area of the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that since receiving the device, she only used the external component for two weeks and has not used her device since then. The user states that the implant area began bleeding two months ago, noting that a cable came out and broke. She currently reports ongoing bleeding and discharge in the scar area of the implant.